Event description:
The customer reported an intermittent loss of a diagnostic live image. No pt or user injury reported.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The rtos pcb and the systems interface pcb was evaluated and replaced. The system was tested and found to be working as intended and returned to service.